Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. This report is regarding the patent's thoracic system. It was reported the patient received a" low battery" warning message on his programmer. However, the patient still had stimulation. Regardless, the patient underwent surgical intervention wherein the ipg was explanted and replaced.